Event description:
Tampon being left inside her body- vagina [foreign body in reproductive tract] tampon, about the size of a thumb, could not be removed- tampax [complication of device removal]. Case narrative: consumer reported via email that the tampon could not be removed. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon being left inside her body- vagina [foreign body in reproductive tract] tampon, about the size of a thumb, could not be removed- tampax [complication of device removal]. Case narrative: consumer reported via email that the tampon could not be removed. No serious injury was reported.